Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort in the area where the implantable pulse generator (ipg) was located. It was also reported that the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing discomfort in the area where the implantable pulse generator (ipg) was located. It was also reported that the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure. Additional information was received indicating that the patient was doing well postoperatively. The explanted device will not be returned by the medical facility.